Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber assembly was replaced and the power supply voltages were checked. The anode and cathode leads to the x-ray tube were re-greased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.